Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) and upgraded the software to the current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. (B)(4).

Event description:
A report rec'd from the USA stated an 840 ventilator experienced a device alert subsequently causing loss of communication to the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb); while being used on a patient. No patient injuries were reported as a result of the event. The date of the event is unknown.